Event description:
Manufacturer correction to patient status.

Manufacturer narrative:
(B)(4). Correction to previously reported activities occurring on (B)(6), 2021. On (B)(6), the patient had wound closure performed by plastic surgery and remains on antibiotics (the rns neurostimulator was not explanted as previously reported). The rns system remains implanted and programmed for use. The patient was reported as doing well.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient was seen in the clinic on (B)(6) due to the fact that their device was in reset mode. At that time, neuropace was notified that the patient had been diagnosed with a pseudomonas infection at the incision site and had undergone a wound washout on (B)(6) 2021 , the cause of the device reset. The patient was also undergoing antibiotic treatment. As of (B)(6), the patient still had an open wound. The patient was scheduled for an explant procedure on (B)(6) 2021 (only the neurostimulator was explanted at that time). Diagnosed as a deep incisional infection, positive for pseudomonas and staphylococcus.